Event description:
This case is cross referenced with case: (B)(4). (Cluster) this unsolicited case from united states was received on (B)(6) 2017 from an other non health care professional. This case concerns a female patient (age unspecified) who received treatment with synvisc one injection and on the same day had swollen knee and knee pain. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection (batch/lot number: 7rsl021 and expiration date, frequency, indication: not provided). On the same day patient had swollen knee and knee pain. Corrective treatment: not reported for swollen knee and knee pain outcome: unknown for all events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 26-dec-2017: this case concerns a patient who received treatment with synvisc one injection from the recalled lot and later experienced to have swollen kne and knee pain. Based on the available information, temporal relationship can be established between the events and the suspect product. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded.